Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how blood was loss (ml)? -unk. Did the patient require a blood transfusion? -no. What was the appearance of the deployed staples (irregular, b-shaped, legs straight)? -some staples were irregular. Were there staples missing from the staple line? -no. What is the current status of the patient? -discharged.

Event description:
It was reported that during an unknown procedure, blood oozing was found after the device fired completely. The condition of the staple line was not clear. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the tlh30 device was received in good visual conditions and with a reload loaded in the device, the reload was received with 3 staples protruding in the cartridge deck. It should be noted that an inadvertent movement of the firing trigger after disengaging the safety might cause the staples to fall out. It is important to ensure that the tissue is secured with the retaining pin and the adjusting knob is set in the firing range before disengaging the safety. Therefore, it is imperative that disengaging the safety be the last step prior to firing. The device was tested with a test cartridge, and it cycled, fired, and formed all the staples as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.